Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: when surgeon removed staples, one broke and part of the staple remained in a pt's knee. No further info available.